Event description:
On 4/2/99, bilateral breast augmentation with saline implants. On 4/9/99, post operative visit ok, no problems. On 4/14/99, obvious deflation on right side, mentor notified. On 5/3/99, implant removed and replaced with mentor saline implants, same size as before.